Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon log file review, there was a 'communication loss' throughout the log files. However, the pump appeared to be running while connected to this controller. This patient has had a comm fault issue since 2017.

Manufacturer narrative:
Section b5: previous communication fault issues are addressed under MFR#: 2916596-2019-01412, MFR#: 2916596-2018-05622, and MFR# :2916596-2019-02224. Manufacturer's investigation conclusion: analysis of the submitted log files found persistent loss of lvad comm (communication fault) alarms associated with com a and com b fault flags; however, a specific cause for these events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from on (B)(6) 2020 at 10:26:53 through on (B)(6) 2020 at 2:30:36. Constant loss of lvad comm (communication fault) alarms associated with com a and com b fault flags were captured throughout the entire log file. The simultaneous loss of both com a and com b were associated with actual motor speed, calculated average flow, calculated average pi, lvad temperature, and lvad software version/build being displayed as 0 in the log. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The alarms and troubleshooting section of the hm3 patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies, including communication faults, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.